Manufacturer narrative:
The subject device was not returned; therefore, an analysis could not be performed. The device history record review confirms that the device met all material, assembly and performance specifications. Additional information indicated the anatomy to be tortuous. Because it appears that vessel tortuosity limited device performance, resulting in the reported issue, the cause for the complaint appears to be related to anatomical factors/operational context.

Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that after deployment of the stent (subject device) in the right middle cerebral artery stenosis, the proximal portion did not completely open. The balloon catheter used for predilation was also used to fully expand the stent. There was no clinical consequence to the patient. No additional information was received.

Event description:
It was reported that after deployment of the stent (subject device) in the right middle cerebral artery stenosis, the proximal portion did not completely open. The balloon catheter used for predilation was also used to fully expand the stent. There was no clinical consequence to the patient. No additional information was received.